Manufacturer narrative:
The field service engineer (fse) inspected the module and found the sample and reagent probe tubing off the tensioning pulley system, resulting in sampling errors. He replaced this part, cleaned and lubricated the sample and reagent probe linear bearings, and performed preventive maintenance. He verified the module's performance with artificial media, mechanical, instrument, and precision checks. The investigation determined that a component failure caused the event. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot numbers are: elecsys ft4 IV - 884942 elecsys tsh v2 - 906453 elecsys vitamin b12 ii immunoassay - 839234 elecsys ferritin - 878141 the expiration dates were not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft4 IV, elecsys tsh v2, elecsys vitamin b12 ii immunoassay, and elecsys ferritin assay results for four patient samples tested on the cobas e 411 analyzer (disk system). Elecsys ft4 IV patient sample 1 the initial result is <0.101 ng/dl. The repeat result is 1.09 ng/dl. Elecsys tsh v2 patient sample 2 the initial result is 0.02 uiu/ml. The repeat result is 1.85 uiu/ml. Elecsys vitamin b12 ii immunoassay patient sample 3 the initial result is <150 pg/ml. The repeat result is 710.5 pg/ml. Elecsys ferritin patient sample 4 the initial result is 1.8 ng/ml. The repeat result is 70.70 ng/ml. The doctor questioned the low tsh result, and multiple assays had low results, prompting the rerun. The repeat results were deemed correct.